Event description:
Rptr attempted midline insertion to a 38-yr-old black female. Saline administered only; no meds. Betadine and alcohol swabbing was done. Pt is believed to have had an allergic reaction to the catheter itself, as the reaction had started within a few mins of the initial insertion attempt. Pt reported feeling hot and light-headed and had difficulty swallowing. Pt had a rash up and down both arms and on the face. Pt complained of itching and a tight feeling in the throat. Symptoms resolved after benadryl and epi were administered by paramedics/hosp.